Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a diameter abdominal aortic aneurysm. It was reported that during the procedure, the patient was having cardiac issues. The anesthesiologist performed a transesophageal echo and also put a swan-ganz catheter in the patient following implant in the operating room. The procedure was successfully completed; however, the patient expired in the ICU. The physician does not believe the event was device related since the patient was having cardiac issues during the procedure.